Event description:
Allegedly the patient was revised due to mom complications: metallosis; pain stryker cup and liner implanted with our head and neck.

Manufacturer narrative:
Additional information was received. Updated incident description and event problem and evaluation codes. This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to mom complications. Stryker cup and liner implanted with our head and neck. Additional information received 09/24/2018: right side. Adding implant date. Updated description: allegedly the patient was revised due to cocr corrosion.